Event description:
It was reported that there was a "ventricular lead malfunction." It was also reported that there was other lead malfunction. The epicardial lead was capped. One right atrial lead was capped, the second right atrial lead was removed. The left ventricular (lv) lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 4968-60 lead, (B)(6) 2011; 5071-53 lead, (B)(6) 2011; 4968-60 lead, (B)(6) 2011; 6996sq-58 lead, (B)(6) 2011. (B)(4).